Manufacturer narrative:
(B)(4).

Event description:
A confirmed critical alarm was occurring due to zero ml reservoir volume. Per the reporter, the catheter was being revised as the healthcare professional believed there was a catheter complication. It was later reported that the catheter had fractured. During the revision it was noted that the distal portion was severed. The hcp was unable to retrieve it from the intrathecal space, so it was "free flowing in csf" a new distal portion was implanted. The pump was used to deliver morphine. No pt symptoms were reported. Additional info has been requested a f/u report will be sent if additional info becomes available.